Event description:
It was reported through clinic notes the patient's seizures were well controlled until (B)(6) 2015. It was noted that during the last three months, (B)(6) to (B)(6), the patient had 5 general tonic clonic seizures and more than 30 episodes of "zoning out". It was noted most of the "zoning out" episodes were brief, but the last episode lasted 15 minutes. It was stated after the 15 minute episode the patient was confused and making comments that didn't make any sense. It was also reported the patient had been under a lot of stress recently and it was unclear if all of the events were epileptic or if some were non-epileptic. The clinic notes stated the more prolonged events may be due to underlying causes; however, these causes were not specified. Additional clinic notes stated the physician believed the seizures may have been due to the generator reaching the near end of service (neos) = yes condition. A battery life calculation was performed which showed the patient had approximately 1.6 year remaining until the neos = yes condition is reached; however, it was noted there were 3 years of missing information. A review of the programming history database showed that the device was functioning properly through the date of (B)(6) 2015. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem: this information was inadvertently left out of the initial MFR. Report.

Event description:
It was reported the patient was re-implanted on (B)(6) 2015 due to a reported near end of service (neos) condition. Attempts for additional relevant information have been unsuccessful to date.